Manufacturer narrative:
Conclusion: the image review showed one image related to this event, confirming the medtronic valve is sitting supra annular above the non-medtronic valve which are both 100% deployed. There is no additional imaging provided confirming the difficulties of the procedure as stated in this event report. Dislodgement of the valve by the delivery catheter system (dcs) is related to operator technique or experience. The device instructions for use (IFU) instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The image provided for review could not confirm the cause of the dislodgement and given the limited information, the root cause of the dislodgement event cannot be confirmed and a relationship to the dcs cannot be established. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, a conclusive cause could not be determined from the limited information available and the potential relationship to the dcs cannot be established. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 23-mar-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve at a depth of 3 mm and 3 mm, the non-medtronic guidewire was pulled into the nosecone however the nosecone could not be centered. As the delivery catheter system (dcs) was withdrawn, the nosecone was against the base of the inflow of the valve and the valve dislodged toward the aorta and into the sino-tubular junction. The dcs was withdrawn to the descending aorta and was recaptured and removed. The patient decompensated and blood pressure dropped to 60 mm hg. A snare was inserted but had difficulty grasping the valve paddle. A non-medtronic balloon was inserted into the valve and inflated to help the valve up into the ascending aorta. After cardiopulmonary resuscitation (CPR) and intubation, the patient was stabilized. The valve was snared to hold in place while a second valve within a second dcs was attempted to be advanced. The dcs was unable to pass through the first valve. Subsequently, a non-medtronic valve was passed through the first valve and implanted. Following implant of the non-medtronic valve, oxygenation was poor and extracorporeal membrane oxygenation (ECMO) was initiated. Per the physician, a likely anoxic injury occurred following the valve implant. No additional adverse patient effects were reported.